Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's complaint of error message e105 was confirmed. Based on the results of the investigation, it is presumed that the e105 is displayed due to a failure of the light-emitting diode light source unit. Olympus will continue to monitor the field performance for this device.

Event description:
It was reported that the video system center had a check lamp error (error code e105). The issue occurred during an unspecified procedure. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.